Event description:
Case reported via a user facility maude report #mw51000079. It was reported that a shaft break occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent system broke inside the patient. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.